Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote transmission indicated that the implantable cardioverter defibrillator (ICD) delivered shocks for ventricular fibrillation (vf). It was suspected that the episode was atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). In addition the right atrial (ra) lead had undersensing and an atrial lead position check failure. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.